Event description:
Ethicon stapler 45 mm was being used in a thoracic surgical case. The vascular stapler was able to be fired after being loaded, in error, with a 35mm stapler cartridge. The event lead to significant pt blood loss but the pt remained stable due to resuscitation efforts. Would expect that the design of the stapler would not allow firing if loaded with incorrect staple size.